Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture levels operated: th12 it was reported that intra-op, it was found that the balloon's inflation was no longer smooth and that the balloon ruptured. The operation was completed successfully with the original product. No patient complications were reported.